Manufacturer narrative:
Additional information: (B)(6).

Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where the reporter stated there was leakage from the white button. .the customer reported that occurred during infusion between (B)(6) 2024 and was used for 24 hours. The devices were changed out/replaced with no further problems encountered. There were 6 problematic devices. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no medical/surgical intervention required.

Manufacturer narrative:
Three used 01c-smv3v 1o2 valve w/ check valve were received for inspection. No defects or anomalies noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was leakage from the white button on one (1) of the received used 01c-smv3v. The reported complaint can be confirmed on one (1) of the returned samples. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.